Manufacturer narrative:
The suspect device is not expected to return for evaluation. A review of the device history and complaint data base could not be reviewed since the lot number was not provided.

Event description:
The account reports that the dermal cuff on the centrosflo catheter disconnected and migrated out of position. The physician replaced the catheter with a new one. No injury or adverse event to report.